Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified ostial lesion in a very tortuous circumflex. Treatment was being performed in an antegrade direction when the oad stalled. The physician backed the oad out of the lesion and attempted to treat antegrade again. During this attempted treatment, a significant dissection was observed at the proximal circumflex backing into the left main artery. The oad was removed and a covered stent was placed at the dissection site. The patient was sent for bypass surgery, however, the patient expired. In the physician's opinion, orbital atherectomy caused the dissection with extreme angulation and calcification of the vessel contributing. It was indicated cardiac tamponade and/or myocardial infarction was the primary cause of death, with coronary perforation the secondary cause of the death. The cause of the oad stall was due to the device being angled greater than 90 degrees while treating.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified ostial lesion in a very tortuous circumflex. Treatment was being performed in an antegrade direction when the oad stalled. The physician backed the oad out of the lesion and attempted to treat antegrade again. During this attempted treatment, a significant dissection was observed at the proximal circumflex backing into the left main artery. The oad was removed and a covered stent was placed at the dissection site. The patient was sent for bypass surgery, however, the patient expired. No additional information was provided. Additional information was received indicating in the physician's opinion, orbital atherectomy caused the dissection with extreme angulation and calcification of the vessel contributing. It was indicated cardiac tamponade and/or myocardial infarction was the primary cause of death, with coronary perforation the secondary cause of the death. The cause of the oad stall was due to the device being angled greater than 90 degrees while treating.

Manufacturer narrative:
Correction: h6 (codes 3221 and 4315 removed).

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified ostial lesion in a very tortuous circumflex. Treatment was being performed in an antegrade direction when the oad stalled. The physician backed the oad out of the lesion and attempted to treat antegrade again. During this attempted treatment, a significant dissection was observed at the proximal circumflex backing into the left main artery. The oad was removed and a covered stent was placed at the dissection site. The patient was sent for bypass surgery, however, the patient expired. No additional information was provided. Additional information was received indicating in the physician's opinion, orbital atherectomy caused the dissection with extreme angulation and calcification of the vessel contributing. It was indicated cardiac tamponade and/or myocardial infarction was the primary cause of death, with coronary perforation the secondary cause of the death. The cause of the oad stall was due to the device being angled greater than 90 degrees while treating.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unexpected shutdown - stall, cardiac tamponade, myocardial infarction, perforation of vessels, vascular dissection, patient death, surgical intervention, and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported unexpected shutdown - stall, cardiac tamponade, myocardial infarction, perforation of vessels, vascular dissection, patient death, surgical intervention, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply).